Event description:
The account alleged the mid section of the stretcher dropped. A pt was in the unit, but there was no injury reported.

Manufacturer narrative:
The nurse manager stated "the foot section keeps coming out from latching and locking position would not lock properly." The technician inspected the stretcher and found the cable needed adjusted. The technician adjusted the cable approx 1/4 inch and the foot section now stays locked in position.